Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8703w, lot# l75459, implanted: (B)(6) 2000, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of lioresal (1000 mcg/ml, 150mcg/day) in an implantable infusion pump for cerebral palsy, diplegia, spasticity, and right hip subluxation. During a catheter replacement (see mfg. Report# 3004209178-2015-16876), the hcp had difficulty placing a new spinal segment. Additional information was requested from the hcp regarding device information, troubleshooting/actions/interventions required to resolve the issue, and if the cause was determined.